Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that both caller and patient have heard a buzzing sound coming from the implant which started about 3 weeks ago. When asked, caller said that the buzzing sound occurs regardless of where the patient is and more prominent at night when trying to sleep. Caller said that patient had hiatal hernia surgery on (B)(6) 2021 and prior to the surgery had MRI of hernia area and had another MRI of hernia area after surgery. Caller said that MRI facility was told patient has implant and was told that they called to review guidelines however no record of any previous calls was found under patient's name. Caller was going to place receiver over implant however patient said that it isn't buzzing right now. Patient services agent did request for caller to connect to implant to check if device is on or off and if on could turn off to determine if that affects the buzzing sound. With instruction, caller attempted to connect however only received the poor communication screen even after repositioning. When asked, caller said they haven't tried to connect to neurostimulator since it was implanted in 2012. Reviewed most likely due to age that neurostimulator battery has depleted and in that case will only get the poor communication screen when trying to connect. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Redirected caller to schedule an appointment to have neurostimulator interrogated. There were no patient complications reported as a result of this event.